Event description:
Boston scientific received information that this left ventricular (lv) bradycardia lead was dislodged. Additional information given by the representative confirmed that this lead was explanted and replaced due to difficult patient's anatomy specifically due to large vessels. However, there was no specific reason for dislodgement. This lead will be returned. No adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead could not confirm the allegation that it caused any dislodgement and/or placement difficulty. The lead had deformed coils and was bent in half near the terminal pin, which was likely field induced damage from a grabbing tool.